Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the complaint was not confirmed. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Review of the system data log revealed that the maximum temperature of the ipg while it was implanted is 41.4 degrees celsius, which is within the expected range. Review of the manufacturing and sterilization records did not find any anomalies or deviations that potentially relate to the reported event. Device exhibits normal device characteristics. Sc-8336-50 (B)(4) device evaluation indicated that the visual inspection revealed that the lead bodies were cleanly cut 3.5 inches from the paddle end. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Review of the manufacturing and sterilization records did not find any anomalies or deviations that potentially relate to the reported event. External devices: device evaluation indicated that there was no reported complaint regarding device functionality. Analysis is not required per departmental procedures.

Event description:
A report was received that the patient had an infection at the pocket site. The patient was hospitalized and symptoms of drainage, discharge and skin breakage were noted. The physician believed that infection was due to patients poor hygiene and not device related. Antibiotics were prescribed. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient had an infection at the pocket site. The patient was hospitalized and symptoms of drainage, discharge and skin breakage were noted. The physician believed that infection was due to patients poor hygiene and not device related. Antibiotics were prescribed. The patient underwent an explant procedure.